Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer heard a beeping noise, but insulin pump was not showing anything on the screen. The customer's blood glucose value was unknown. Customer stated that buttons were neither pressed nor accidentally pressed. Customer reported that the notification light was not blinking. Customer stated that there was something nearby that beeps. Customer was advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will not be returned for analysis.